Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that, "patient wanted to know if her implant was part of a recall. It needs to get replaced and she thinks is because of the recall."